Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer found that the inseparable for drawer 3.1 was not functioning freely. A broken plunger spring was identified and replaced. After replacement, the drawer operated normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was jammed and failed to open. The user attempted to recover the drawer, but the recovery was unsuccessful. As a workaround, the user had to hit the drawer to get it to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.